Manufacturer narrative:
(B)(4).

Event description:
It was reported that half way into an a-fib procedure in the left atrium, the catheter in use "froze" and would not open or close the catheter loop/ contraction. The catheter plunger was stuck in the contracted (or closed) position. In spite of it, the physician did not have any difficulty removing the catheter from the patient. The catheter was switched and procedure completed without patient injury.

Manufacturer narrative:
Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
It was reported that half way into an a-fib procedure in the left atrium, the catheter in use 'froze' and would not open or close the catheter loop/ contraction. The catheter plunger was stuck in the contracted (or closed) position. In spite of it, the physician did not have any difficulty removing the catheter from the patient. The catheter was switched and procedure completed without patient injury. This initial event had been reported under report #9673241-2012-00089 on (B)(4) 2012. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted electrode ring #20 with white material underneath it. The catheter's t-bar was also not visible in the anchor window (only impression of it was left). This catheter condition was not reported during the initial complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on (B)(4) 2012, marking it as the alert date for this returned complaint catheter. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician did not encounter any difficulty while using this catheter that might have caused this catheter condition. The type and size of the sheath used in conjunction with the catheter was non-bwi sheath (sjm aglis; 8.5 fr size; gray in color). This returned catheter condition was also not noted by the sender. It was confirmed there was no patient injury reported related to this complaint. An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on (B)(4) 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). This received catheter was tested for the catheter loop/ contraction functionality. The catheter plunger was stuck in the contracted (or closed) position. The catheter was also evaluated for deflection and loop contraction characteristics. The loop contraction was found within specification, however the deflection test failed. Further examination revealed that the t-bar had sliced down the lumen causing the catheter to not deflect properly. A corrective action has been opened to address and resolve this issue. The white foreign material noted specific on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The ftir testing of the white foreign material was identified as chlorine based material similar to pvc. Though the type of the foreign material was identified, the source of this material cannot be identified at this point, since none of the catheter and sheath stated matches this collected and identified material. The device history record (DHR) was reviewed and no anomalies were found related to the catheter loop/ contraction failure mode. In addition, DHR review verified that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint condition was confirmed. However, the root cause of the damaged ring with the foreign material caught on underneath it is still being investigated.